Manufacturer narrative:
Impella cp was returned for evaluation. Peri-procedural adverse event (ischemia): the returned device was investigated and no product damage was noted. There was some dried blood near the suture hub area but no other abnormalities were found. The cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The cause of the injury was unable to be determined due to insufficient clinical details. The device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp. The patient had a history of peripheral artery disease in the same limb where the pump was implanted. The pump was operating with slow flow so a perfusion fem-fem was placed. Later, the patient was successfully weaned from the pump and survived.